Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: three photos were provided to our quality team for investigation. Through visual inspection, it was observed that in the first two (2) photos it can be seen, although they are blurred, a shadow is seen that is consistent with the defect that we know of cracked in the access tip. Based on the visual inspection performed, the failure mode could be confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
The access tip is damaged. Liquid leaked out. Clarify reported issue damaged access tip. Was it the access tip that was cracked? Yes. Where is the catheter located? Abdomen or chest : chest. Is there a photo or sample available showing the reported issue? Yes is attached. The patient photographed them himself. The quality of the photos is poor. What was the impact to the patient? No impact.

Event description:
The access tip is damaged. Liquid leaked out.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).